Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b5, d1, d6a, d10, e1, g3, g6, h2, h6, h11. D10. Unknown 56mm cup press fit item# unknown, lot# unknown. Unknown unknown 28mm inner diameter metasul liner item# unknown, lot# unknown. Unknown +4 metasul head item # unknown, lot# unknown. Unknown screw item # unknown, lot# unknown (x2).

Event description:
It was reported that the patient had an initial hip replacement, and subsequently, approximately 23 years post implantation, underwent a revision surgery due periprosthetic fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown head item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial hip procedure on unknown date, subsequently, underwent a revision surgery due to unknown reasons. Due diligence is in process and no further information on the reported vent has been provided.